Manufacturer narrative:
G3, h2, h3, h4, h5 and h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms deep gouges/burrs and scratches. The instrument exhibits significant amount of use and wear. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history did not reveal additional complaints for the listed batch. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, three (3) patella trials gii oval resurf pat trial 35mm, gii oval resurf pat trial 29mm and gii oval resurf pat trial 32mm, have deep scratches and small chunks missing. As this was noticed upon field inspection, there was not patient involvement.